Event description:
On 21-sep-2025, the user reported experiencing a rebound high blood glucose (bg) of 249 mg/dl after overcorrecting a previous low. The agent noted that the corrective algorithm would bring bg back into range. The highest blood glucose (bg) recorded was 249 mg/dl. Bg was corrected through the ilet corrective algorithm. No symptoms were reported during the event. And no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.